Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the suture into the patient. The procedure was completed by using a new box of suture from a different lot. There were no adverse patient consequences reported. No additional information was provided.